Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had exhibited a high out of range pacing impedance measurement of greater than 2000 ohms as well as high thresholds. An x-ray taken showed the rv lead may have been fractured near the suture sleeve. Surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.